Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had channel reads "air in line" when there is no air in line which was resolved with replacement of upstream and downstream pressure sensors to clear the "air-in-line" error. Testing showed that segments were going dark on the display, replaced the display board. During the visual inspection identified that right iui was becoming corroded and replaced it. There was no patient involvement.